Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to almost reaching the end of life of the examination lamp of the subject device due to long-term repeating use passing more than 7 years since manufacturing the subject device. Since there was no clue for which kind of the malfunction, the blinking for only the emergency lamp led or all leds occurred, it will mention the both case causes as follows; -in the case of the emergency lamp led blinked, it indicated that the examination lamp has failed, and the emergency lamp was worked -in the case of all leds on the front panel blinked, it indicated the subject device failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of olympus china checked the subject device but could not duplicate the reported phenomenon. It was cleaned the dust of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the engineer at the spare parts center of olympus (B)(4) that the front panel of the subject device was flickered and blinked when it was sent back. The subject device was a one of loaner devices and the pervious borrower had confirmed that the front panel of the subject device was no problem. There was no patient injury associated with this report.